Event description:
According to the reporter, on (B)(6) 2017 during the testing of a device the hand piece connector was broken. There is no patient involvement for the event. No additional information given for the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed on product and no damage was observed except to mdu receptacle. It appears that excessive force was used to remove mdu connector and that the receptacle has been pushed all the way back into chassis, breaking internal washer. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.